Manufacturer narrative:
Medical device remains implanted; the rest of device components were not returned. However, based on internal records and engineering evaluation was conducted with the following results: the referenced complaint did not have a returned device. The following evaluation is based on information obtained from the event description and communication summary. Stent dislodgement of the vbx device may be affected by device profile and manufacturing crush force. Device profile is 100% verified during the vbx manufacturing process. Crush force is controlled through machine maintenance and calibration. The device history file was reviewed, and no anomalies were identified. Machine history files were reviewed, and no non-routine maintenance was identified. Based on the device evaluation performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
(B)(4). Device remains implanted, therefore, direct product analysis is not possible. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Instructions for use for gore® viabahn® vbx balloon expandable endoprosthesis. Warning section states: do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to, but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis, or introducer sheath.

Event description:
The following was reported to gore: the patient presented for treatment of a splenic artery aneurysm. Using a 7fr pinnacle® destination® guiding sheath, the 8x59 gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was attempted to be advanced through very tortuous anatomy. The vbx device was unable to reach the intended treatment site. The physician elected to pull the vbx device back into the sheath. As the vbx device was pulled into the sheath the proximal end of the vbx device snagged on the sheath, causing the stent to dislodge from the delivery catheter. An .014 wire was inserted through the dislodged stent, and the stent was pulled it into the common iliac artery. The vbx device was expanded using three cardiac balloons. There were no adverse consequences for the patient. The procedure was aborted.